Event description:
It was reported that the pump had volume discrepancies; the actual and expected volumes were not reported. The pump was replaced. The patient status was reported as ¿alive-no injury.¿ the device system was delivering dilaudid. It was later reported that the patient was having no issues with her new pump.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.